Event description:
The intelget pumps were not working properly and had to be reprimed and eventually changed to a new pump. After physician changed inflow to the larger cannula the fluid flowed uncontrollably resulting in severe edema at op site.